Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and failure to capture. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.